Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k053529.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultra2 meter would not power on. On (B)(4) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information; however, the patient refused to provide some specific details of this event. On an unspecified date at 12:00 pm, prior to a meal, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. After the attempted use of the meter, the patient ate his usual meal. The patient's nurse administered 120 units humalog insulin to him, based on his expected readings of 130 mg/dl to 140 mg/dl. At 3:10 pm, the patient experienced the symptoms of 'hypoglycemia'. The patient administered self-treatment by consuming 'something sweet'; he did not seek medical attention. It would have been helpful to determine the patient's specific hypoglycemic symptoms, his insulin regimen, if he attempted to test while symptomatic, and the actions taken prior to the onset of symptoms. During the troubleshooting telephone call, the tsr determined the test strips were correct and the battery did not need to be replaced. However, the tsr also determined the patient had installed the battery incorrectly, upside-down, which can cause the meter to not power on. The issue was resolved with troubleshooting. The patient's technique was incorrect by installing the battery upside down. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter power issue, and received treatment with food. Therefore, this complaint is being reported.